Event description:
It was reported that the patient underwent an oral surgery described as "jaw fusion" and "augmentation" using rhbmp-2/acs; 12 days post-op, the patient reported inflammation. The patient had an appointment scheduled to see her surgeon. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.